Event description:
It was reported that the endoleak resolved.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm approximately one month ago. The vessels were not tortuous or calcified. It was reported that on the final angio run there was a distal type I endoleak from the contralateral limb on the right side. The physician elected to perform balloon remodeling, but a slight endoleak still remained. No further intervention was performed and the decision was made to continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. Pre-implant image showed a large (20mm) diameter and short (20mm) length right common iliac artery.

Manufacturer narrative:
(B)(4). (Film), inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (large diameter and short length right common iliac artery), device failure/lack of effectiveness related to patient condition (large diameter and short length right common iliac artery).